Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the defibrillation system was implanted on (B)(6) 2020 on the right side, because an infection was previously observed on the left side. On (B)(6) 2020, the defibrillation system was explanted because of a pocket infection on the right side.